Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by a sales representative that the customer had a keypad anomaly. The customer was contacted three times by phone and the customer's father was able to answer. However, the parent was unable to provide information and agreed to call back later. The customer's blood glucose reading was unknown. Nothing was replaced or returned.